Event description:
Additional information was received, it was reported the issue was resolved, it was determined the amplitude was too high.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that when they recharge the ins they thought it was pinching them but they realized that after they recharge the ins it is more like burning sensation. The patient was trying to get in to see a doctor and they said that they would have to have the patient call medtronic first. The issue has been going on for over 6 months. The patient also mentioned their shoulder muscles start to contract. Agent provided the patient with the nas phone number for their healthcare provider to call and set up an appointment to meet with a representative to take a look at the implant. Patient doesn't have a managing doctor as of the now. Agent also sent the patient a physician listing.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.